Event description:
Boston scientific received information that this patient presented with a syncopal event. Device interrogation noted noise on the right ventricular channel and impedance measurements had decreased from 440 ohms to 200 ohms. The patient has several conductions with chronic atrial fibrillation with a ventricular rate of 30-50 bpm. A lead revision was performed and the lead was removed from service and replaced. The associated device was also replaced as the physician was no longer comfortable using the chronic device. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.